Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced being confused and was sweating. When a fingerstick was taken the cgm was reading 79 mg/dl and the blood glucose reading was 20 mg/dl. The patient was treated by their wife with a glucagon injection and given a soda to drink. After 10 minutes the cgm reading was 115 mg/dl, and the blood glucose reading was 67 mg/dl. No further treatment was reported to have been necessary. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.